Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high pacing impedances and non-sustained ventricular tachycardia episodes that were noted as noise; lead fracture was suspected. The patient did not receive any inappropriate therapy due to the event and was in stable condition. During lead revision procedure on (B)(6) 2019, lead fracture was confirmed. The lead was capped and replaced. The patient was stable intra and post procedure.

Manufacturer narrative:
The reported events of lead fractured, high lead impedance and noise were not confirmed. A partial lead was returned in one piece measuring 11.5 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.